Event description:
It was reported that a patient implanted with an impella cp developed mottling of the distal left lower extremity and distal pulses were absent. The patient's family decided to initiate comfort measures and cease all life support measures, and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B.7 added information that was inadvertently omitted from the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. H.4 added device manufacture date as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. Ischemia : in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the introducer kit passed all the post sterile inspection checks.